Manufacturer narrative:
The device did not malfunction; however, since the circumstances lead up to the death of a patient, this event is being reported. The account used a waist restraint with the patient, and connected it at the mid-way point between the head and waist area of the bed deck. This allowed the patient access to the restraint straps and un-tie it from the bed. The patient then got out of the bed and fell at the doorway, hitting their head, and resulted in the patient's death. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the patient fell as a result of leaving the bed, trying to leave the facility. The fall resulted in the patient's death.